Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was noted that on (B)(6) 2016 the svc (superior vena cava) coil impedance greater than 200 ohms from a trend of 40-50 ohms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the svc (superior vena cava) coil. The svc coil portion of the lead was programmed off. The rv coil impedance monitor was changed to a hundred ohms and the rest of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.